Event description:
The manufacturer received information from the hospital mechanical engineer (me) alleging a ventilator service required alarm had sounded on a trilogy o2 device. The device was replaced with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check of the device. The manufacturer's service technician evaluated and observed a communication loss between the host and the oxygen blending module (obm) in the device¿s event log. The manufacturer's service technician replaced the device's obm printed circuit assembly (pca) to address the issue. Additional findings not related to the malfunction/issue was the manufacturer's service technician proactively replacing the pm1 kit, exhaust fan assembly, forty-three (43) micron filter, and power cord. After all parts were replaced on the device, the manufacturer's service technician performed the repair and run-in tests, along with the battery and valve checks on the device. The manufacturer's service technician determined the device was operated properly, and it was cleaned.